Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited under-sensing. The pacemaker was reprogrammed. The patient experienced no consequences.